Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump dispensed insulin during the load step of a routine cartridge change. The patient stated that he attempted to load the cartridge two more times, and the same issue occurred. There was no reported patient impact as a result of the reported incident. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins, contamination in the force sensor assembly, and an out of calibration force sensor. Unrelated to the complaint, the battery compartment was found to be cracked. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.